Event description:
It was reported that a user performed an incorrect supply change by priming the tubing before inserting the cartridge into the ilet pump, after which customer care guided the user to rewind the pump and restart the setup, resolving the issue without alarms. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed user error during the cartridge and infusion set change, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to supply change steps.